Event description:
Patient scheduled for laparoscopic roux-n-y gastric bypass. Ligasure blunt tip laparoscopic sealer/divider (covidien ref #lf1837, lot #20830176x, exp 3/23/2027 utilized to replace failed harmonic scalpel device. The above ligasure device connected to covidien valleylab ft10 esu (asset # 19961, ref #vlft10gen, sn #(B)(4) by rn with no alerts indicated on the esu screen. The surgeon utilized the ligasure device, and noted the device did not function properly and caused damage to a blood vessel that was immediately addressed. The esu display screen then displayed the following message: "incomplete seal cycle" "inspect seal" "press activation button" "e 402 hold until complete seal cycle" the surgeon did not use the ligasure device further. Patient safety maintained with minimal delay in surgical procedure to control bleeding. FDA safety report ID# (B)(4).